Event description:
Reportable based on device analysis completed on 22dec2022. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, lost image occurred. The procedure was completed with another of the same device. There was no patient injury. However, returned device analysis revealed the imaging window was detached.

Manufacturer narrative:
Initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the sheath was kinked and the imaging window detached in the lapjoint section. The imaging window was not returned for analysis. A windup was observed in the imaging core. Impedance testing showed an electrical open at the proximal wave form. The device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable at 150cm to 160cm.